Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's device displayed a code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, the trunk cable was cut, damaging internal wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. A root cause investigation is still underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt and monitor.